Manufacturer narrative:
Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately five years and five months following the implant of an evolut r valve, the patient began experiencing increasing shortness of breath and eventually decompensated. The patient was noted to have a mean gradient of 60mmhg and a peak to peak gradient of 93mmhg. No intervention was planned. No patient complications were reported as a result of this event.

Manufacturer narrative:
Image review: 6 fluoroscopic cine loops of the original implant procedure and one cardio echocardiogram were provided for review. Pa tient summary was not provided for anatomical review. Prosthetic valve dysfunction (regurgitation or stenosis) with various possible causes is listed as a possible adverse event in the evolut system¿s instructions for use. If prosthetic valve dysfunction occurs, it can lead to symptoms described in the report and to heart failure if left untreated. The information provided in the report confirms that the initial severe aortic stenosis had been treated successfully (post-tavi peak-to-peak gradient down from 74 to 11 mmhg). The patient was reported to have experienced an increasing shortness of breath after about 5y and 5m post evolut r implant. When decompensated and admitted for heart failure, the mean aortic valve gradient, measured at 60 mmhg (peak-to-peak 93 mmhg), confirmed severe aortic valve stenosis. No recent angiographic images were included with the report. The report states that there was no evidence of thrombus or leaflet thickening via echocardiography. The patients¿ symptoms and heart failure are likely results of the established severe evolut r valve stenosis. With the echocardiography showing no evidence of thrombus or leaflet thickening, and no further information provided (e.g. About leaflet mobility, changed patient anatomy, disease progression, lab tests, ¿), the root cause for the bioprosthetic stenosis remains unclear. Perhaps, the planned surgical procedure can shed light on the true reason for the increased gradient. No adverse patient effects were reported. Updated h.6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated h.6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory, visual analysis showed the device was received enclosed in a ziplock bag, placed within a specimen jar that was approximately half-filled with solution. Multiple fragments of the explanted device were received, including five fragments consistent with leaflet material, two remnants of glistening pannus tissue and smaller components composed of calcified nodules. Due to the condition of the returned device, assessments of leaflet coaptation, frame, and sutures could not be performed. Five leaflet fragments were assessed. Calcific nodules were identified on all leaflet fragments, with predominant localization extending from the mid-region to the distal ends. The larger fragments exhibited jagged edges, which may be indicative of tissue degradation associated with calcification. The smaller fragments displayed clean, linear edges consistent with incision marks likely incurred during the explantation procedure. Two fragments of white, glistening pannus tissue were received, both exhibiting adherent calcific deposits. Additionally, pannus was observed to be adherent to several of the smaller calcification nodules. Radiographic imaging confirmed the presence of calcification across all returned tissue fragments. Updated: d9, h3, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately five years and five months following the implant of an evolut r valve, the patient began experiencing increasing shortness of breath and eventually decompensated. The patient was noted to have a mean gradient of 60mmhg and a peak to peak gradient of 93mmhg. No intervention was planned. No patient complications were reported as a result of this event. Additional information was received that the valve was implanted in the native annulus. Before the valve was implanted, the peak to peak gradient was 74mmhg and the aortic regurgitation (ar) index was 24.8. After the valve was implanted, the peak to peak gradient was 11mmhg and the ar index was 21.5. There was no evidence of thrombus or leaflet thickening via echocardiography. The patient was admitted to the hospital due to heart failure and treated for "dehydration". A surgical procedure was planned for the valve leaflets to be cut out of the evolut frame and a non-medtronic surgical valve to be implanted within the frame.

Manufacturer narrative:
Updated data: b1. B2. B5. Second paragraph added e1. H1. H6. Additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.